Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During device interrogation, it was discovered that the implantable cardiac monitor (icm) was exhibiting undersensing. Programming changes were made. There was no patient consequences.